Event description:
It was reported that the patients left hip was revised to an antibiotic spacer due to infection. The cup and screws remained implanted.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat# 6021-3535; lot# 29033703, delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 30763401, trident psl ha cluster 54mm; cat# 542-11-54f; lot# met002, 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot# mhdk37, 6.5 cancellous bone screw 30mm; cat#2030-6530-1; lot# mepj7v. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Expiration date updated. An event regarding infection involving a trident x3 elevated rim 36mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients left hip was revised to an antibiotic spacer due to infection. The cup and screws remained implanted.